Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website for this right ventricular (rv) lead exhibiting an out-of-range shock impedance. A request was made to have the device data analyzed. A technical service consultant reviewed device data advising that the shock impedance fluctuates. Ts advised perform lead integrity testing, specific for posture changes. The rv lead remains implanted. No adverse patient effects were reported.